Manufacturer narrative:
The device was returned for analysis. The reported needle to cuff miss was confirmed and a link break was observed. A review of the electronic lot history record (elhr) and corrective action tracking system for the web (catsweb) revealed one nonconforming material record (ncmr)/exception associated with this lot. In review of this ncmr/exception, it does not appear to have contributed to the reported complaint. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle after a transfemoral catheter angiography procedure that became an intervention using a 5f sheath. Reportedly, when the plunger was pulled out, the suture could not be verified. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.